Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of lipids was noted to be leaking between the tubing and the filter while attached to the patient's PICC. The tubing was replaced without incident. There was no report of patient harm.